Manufacturer narrative:
Approximate age of device - 1 year, 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported during a log file review by the technical service representative that the lvad system produced 12 low speed advisories and 4 low speed hazards. X-ray images of the percutaneous lead (driveline) were reviewed by the technical service representative and there were no obvious areas of concern identified. The patient was sent home with an ungrounded patient cable and power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed/flow alarms were confirmed in the log file data provided by the account. The log file contained approximately 24 days of data, spanning from 12/25/2018 at 23:12:14 to 1/18/2019 at 01:47:22, and captured multiple low speed/flow alarms on (B)(6) and (B)(6) while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the events captured in the log file could be potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.